Event description:
It was reported that the device had an intermittent therapy leads off problem. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would alarm "connect cable" when the therapy cable connection was wiggled. Physio replaced the device therapy connector and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced connector and determined that root cause for the reported event was a loose low voltage pin socket #1 due to damage.